Event description:
Hypothermia initiated in 2009 at 1602, following cardiac arrest and seizures. Rewarming initiated the next day at 2230. Innercool was discontinued the following day at 1845. Noted impairment to skin integrity. Size, pattern and location were consistent with the innercool pads. Posterior thighs bilaterally pale ashen epidermis with significant blistering with some sloughing. Wounds measured 20cm x 20cm. Left thigh open area measured 7cm x 18cm. Right thigh open area measured 5cm x 8cm. Injuries appeared consistent with partial thickness thermal injury. Posterior thorax with pale epidermis and blisters similar to the pattern of the fluid channels in the innercool pads. Area measured 50cm x 35cm.